Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, skin irritation, respiratory tract irritation, dizziness, headache, nausea, vomiting, shortness of breath, kidney disease/toxicity, liver disease/toxicity, lung disease and pituitary tumor. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, skin irritation, respiratory tract irritation, dizziness, headache, nausea, vomiting, shortness of breath, kidney disease/toxicity, liver disease/toxicity, lung disease and pituitary tumor. Medical intervention was not specified. No additional information can be requested at this time. The updated describe event or problem will be: the manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, skin irritation, respiratory tract irritation, dizziness, headache, nausea, vomiting, shortness of breath, kidney disease/toxicity, liver disease/toxicity, lung disease and pituitary tumor. Medical intervention was not specified. No additional information can be requested at this time. The remstar auto a-flex was returned to the manufacturer for investigation. The device was applied power and verified airflow. During the investigation, the manufacturer observed the beginning of sound abatement foam degradation in the following areas which were black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it. Tiny black pieces of a black substance, consistent with sound abatement foam degradation, were found on the bottom of the enclosure. The presence of degraded sound abatement foam in the device was confirmed. An internal and external visual inspection of the device was completed by the manufacturer and observed that the air outlet port had dust-like contamination in it. White dust-like contamination at the air inlet. Pca (printed circuit assembly) had dust-like contamination all over the top of it. Dust-like contamination on top of the blower box and throughout the bottom of the enclosure. Dust-like contamination on top of the blower motor. Dust-like contamination in the bottom of the blower box. Blower motor grommet slipped on blower wire harness and not seated in blower box cap by manufacturing. Air inlet seal had yellowed and had dust-like contamination on it. Sound abatement foam had dust-like contamination on it. Evidence of sound abatement foam degradation/breakdown was observed in the base unit. The investigation confirmed the presence of multiple contaminants that were not consistent with degraded sound abatement foam from the secondary findings. The manufacturer was unable to directly address the symptoms outlined in the complaint. In box d: product UDI, device serviced by 3rdp?, device available for eval?, device available for eval?, date returned to mfg are updated in this follow-up. In box g: date received by mfg is updated in this follow-up. In box h: device avail. For eval? (Rfb), device evaluated by mfg?, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid are updated in this follow-up.